Event description:
It was reported that the device was explanted after an implant duration of approximately 85.6 months, due to unknown reasons. No further details were provided.

Event description:
It was reported that the pt had a shocking/jolting and "surging" sensations following an implant. Further info was requested.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Allegedly revised due to infection.

Manufacturer narrative:
On 05/13/2010 (through follow-up with the health-care provider via fax), it was learned that the device was explanted due to mitral regurgitation.

Manufacturer narrative:
(B) (4). This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 04/08/2010 and 04/15/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.